Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement gastrostomy tube was used during a gastrostomy tube replacement procedure. The exact procedure date is unknown but it was reported that the tube was placed in the patient 4 months ago. According to the complainant, during the removal procedure, the internal bolster detached inside the stomach. The detached bolster remained in the stomach and was not retrieved. There is no information if the physician planned to remove the detached bolster from the patient. The procedure was completed with a new endovive securi-t replacement gastrostomy tube. There were no patient complications reported due to this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). Visual examination of the returned securi-t replacement bolster revealed that heavy residues were present on the device indicating use and handling. The internal bolster was detached from the tubing and was not returned for analysis. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. The inner diameter of the bolster presented voids where material was attached to tubing. It appears that the internal bolster was securely molded to the tubing during manufacturing. The complaint was consistent with the reported incident that the bolster detached or separated. The bolster failure appeared to have occurred while undergoing shear force during removal from the patient. Bolster detachment during removal most likely occurred because excess force was applied to the device during removal causing the bond between the tubing and bolster fail. Therefore, it was concluded that the investigation conclusion code of this event is cause traced to component failure since the failure was an expected or random component failure without any design or manufacturing issue. A DHR (device history record) review was performed and no anomalies were observed. It was confirmed that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement gastrostomy tube was used during a gastrostomy tube replacement procedure. The exact procedure date is unknown but it was reported that the tube was placed in the patient 4 months ago. According to the complainant, during the removal procedure, the internal bolster detached inside the stomach. The detached bolster remained in the stomach and was not retrieved. There is no information if the physician planned to remove the detached bolster from the patient. The procedure was completed with a new endovive securi-t replacement gastrostomy tube. There were no patient complications reported due to this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). Visual examination of the returned securi-t replacement bolster revealed that heavy residues were present on the device indicating use and handling. The internal bolster was detached from the tubing and was not returned for analysis. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. The inner diameter of the bolster presented voids where material was attached to tubing. It appears that the internal bolster was securely molded to the tubing during manufacturing. The complaint was consistent with the reported incident that the bolster detached or separated. The bolster failure appeared to have occurred while undergoing shear force during removal from the patient. Bolster detachment during removal most likely occurred because excess force was applied to the device during removal causing the bond between the tubing and bolster fail. Therefore, it was concluded that the investigation conclusion code of this event is cause traced to component failure since the failure was an expected or random component failure without any design or manufacturing issue. A DHR (device history record) review was performed and no anomalies were observed. It was confirmed that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement gastrostomy tube was used during a gastrostomy tube replacement procedure. The exact procedure date is unknown but it was reported that the tube was placed in the patient 4 months ago. According to the complainant, during the removal procedure, the internal bolster detached inside the stomach. The detached bolster remained in the stomach and was not retrieved. There is no information if the physician planned to remove the detached bolster from the patient. The procedure was completed with a new endovive securi-t replacement gastrostomy tube. There were no patient complications reported due to this event.